Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced lekage at site from (B)(6) .2023 to 02-apr-2024. Moreover, the issue occurred with seven infusion sets uded for 3 to 6 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01038 - device 6 of 7